Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw plunger movement was difficult. The following information was provided by the initial reporter: during administering the drug into the muscle great resistance is noticed. Drug can only be administrated with using great force for a while. The same resistance is noticed while pushing out remaining air from syringe before administration. Visual examination, that is submitted routinely, didn't show any changes in appearance - color or consistency. Luer locks on both syringes in all of sets of product also not found defective. Because of great resistance, it is not possible to inject solution slowly into the muscle and patients feel problems with administration. We are now collecting all relevant data for solving this complaint, including additional analysis, investigation in production and review of incoming inspection of all used materials.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-28. H6: investigation summary . Two loose used safetyglide needles were received without any packaging. The samples were visually evaluated. Both needle hubs were green color, indicating 21gauge cannulas. Both cannulas looked the same¿no difference between the two samples observed. Both needles had the safety shield broken off at the same hinge and missing from the returned samples. The cannula length appeared to be 1-1/2 inches long. However, without the safety shield the cannula length could not be reliably measured as extra length was exposed. Both needles appeared to be clogged as no light was observed passing through the cannula opening. The samples were forwarded to the needle supplier for further evaluation and investigation. Further investigation was performed, two samples were received. They came with no packaging blisters, both have the plastic shield and have the safety mechanism activated and damaged. Visual inspection was performed, no defects or imperfections were observed. Samples were connected to a syringe with saline solution, each of them expelled the solution with normal flow. Additionally, one photo was provided, it shows 7 units of syringe with needle assembly, all of the have the safety mechanism activated. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. Probable root cause is unknown. The samples didn't show the symptom reported by the customer. During the manufacturing process a vision system is inspecting 100 percent all the products for clogged needles. The two samples were measured for outer diameter and confirms that they are 22 gauge. Probable root cause for mixed product, during the line clearance some 22 gauge needles were left and got mixed with the 21gauge. Corrective action a reviewer was added to the line clearance activity. A reviewer verifies line clearance properly performed and shares accountability with the primary owner. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw plunger movement was difficult. The following information was provided by the initial reporter: during administering the drug into the muscle great resistance is noticed. Drug can only be administrated with using great force for a while. The same resistance is noticed while pushing out remaining air from syringe before administration. Visual examination, that is submitted routinely, didn't show any changes in appearance - color or consistency. Luer locks on both syringes in all of sets of product also not found defective. Because of great resistance, it is not possible to inject solution slowly into the muscle and patients feel problems with administration. We are now collecting all relevant data for solving this complaint, including additional analysis, investigation in production and review of incoming inspection of all used materials.